Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not observe insulin in the tubing or luer while completing the fill tubing process. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was guided through the load process and was able to observe insulin.